Event description:
It was reported that patient underwent a procedure utilizing maxfire suture anchor with ziploop in 2009. The surgeon had success with the first maxfire, however, the second one attempted for use would not deploy the suture anchor. The surgeon then decided to resect the entire meniscus and continue on with the acl repair.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of returned device found the internal mechanism to be broken, however, no conclusion can be made to determine how and/or where the damage occurred.